Event description:
On (B)(6) 2013, the patient contacted animas stating the display screen had a blue background with a green rectangle. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation did not confirm the reported blue background with green rectangle on the display screen. The pump was exercised for 24 hours with no issues found.